Manufacturer narrative:
The na electrode lot number was l0618. The field service engineer (fse) replaced the entire valve pack. The fse checked the rinse unit water and the sodium hydroxide (naohd) liquid levels which were acceptable. The customer has not complained of any additional issues. The investigation determined the event was due to an issue with the functioning of the valves. The service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. On (B)(6) 2023 all electrodes, the pinch valve hose, sipper, and sipper hose were replaced. Calibration was performed and qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na) on a cobas 6000 c501 module. Data was provided for an additional 2 patient samples with discrepant results. Approximately "one month ago" patient 1 initial result was 109 mmol/l. The repeat result was 109 mmol/l. The repeat on the other line was 141 mmol/l. On (B)(6) 2023 patient 2 initial result was 151 mmol/l. The repeat result was 141 mmol/l. The repeat on the other line was 143 mmol/l. On (B)(6) 2023 patient 3 initial result was 152 mmol/l. The repeat results were 138 mmol/l and 137 mmol/l. On (B)(6) 2023 patient 4 initial result was 146 mmol/l. The repeat results were 253 mmol/l with a data flag and 144 mmol/l.